Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the tortuous mid right coronary artery (rca). After pre-dilatation was performed with a 2.0x15 mm balloon dilatation catheter (bdc), it was noted that the lesion was not solid. Intravascular ultrasound (ivus) was performed and the 3.50x15 mm trek bdc was advanced and crossed the lesion without issue, but the balloon ruptured at 8 atmospheres around 10 seconds. The trek bdc was removed and replaced with another bdc to continue the procedure. The device was prepped per the instructions for use and there was no resistance during advancement or removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.